Manufacturer narrative:
(B)(4).

Event description:
It was reported the tip of the dilator split. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was prepared and the dilator was inserted into the was with the tip of the dilator out of the distal end of the was. The dilator was snapped together with the was. The was with dilator was advanced over a .025 non-bsc pigtail wire. The inner lumen of the dilator can accept a .035 wire, so there was a small amount of flexibility. The physician noted resistance before going through the septum, so they noticed on fluoroscopy that the tip of the dilator was split. It was removed from the patient and another access system and dilator were used to complete the procedure successfully. The tip of the dilator was examined and no part of the tip had detached. There were no patient complications.

Event description:
It was reported the tip of the dilator split. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was prepared and the dilator was inserted into the was with the tip of the dilator out of the distal end of the was. The dilator was snapped together with the was. The was with dilator was advanced over a .025 non-bsc pigtail wire. The inner lumen of the dilator can accept a .035 wire, so there was a small amount of flexibility. The physician noted resistance before going through the septum, so they noticed on fluoroscopy that the tip of the dilator was split. It was removed from the patient and another access system and dilator were used to complete the procedure successfully. The tip of the dilator was examined and no part of the tip had detached. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of the watchman access system (was) with the dilator loaded and snapped into the sheath. The device was bloody. The sheath, tip and dilator were microscopically inspection. Inspection revealed tip damage (split) to the dilator. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: ¿use standard percutaneous techniques to puncture femoral vein and insert .035 inch guide wire and vessel dilator.¿ (B)(4).